Manufacturer narrative:
Additional narrative: facility's patient identifier is (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was given. Placeholder.

Event description:
Patient underwent explant surgery due to an infection, nonunion and screws backing out of a patient¿s va condylar plate. The patient was originally implanted with a va condylar plate and nine screws (5 distal screws in the femoral turn valves and four screws down the shaft of the femur) to treat a distal femur fracture. The nonunion, infection, and the loosening of the screws from the plate were discovered during a follow up visit on an unknown date. The nonunion and the screws loosening were discovered via x-rays. It was reported that the nonunion was due to the infection. The type of infection is unknown but was cultured. It is unknown how the surgeon discovered the infection. The patient was administered antibiotics for the infection. It was reported that the screws that were backing out of the plate were the distal screws. It is unknown as to which or how many of the distal screws were backing out of the plate. Part and lot numbers are unknown for the plate and screws. The devices will not be returned. The date of implant was (B)(6) 2013. The date of explant was (B)(6) 2013. This report is for 1 unknown condylar plate. This is report 2 of 2 for complaint (B)(4).